Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and flickering image when knob was manipulated. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an e216 scope communication error and blacked out screen. This issue occurred during a diagnostic colonoscopy procedure. The intended procedure was completed with the same device. There were no reports of patient harm.